Event description:
Use reports that syringe is cracked and leaking.

Manufacturer narrative:
Reporter indicated that the device was not available for investigation therefore it is not possible to confirm the reported event. Based on available information, the reported event appears to have resulted from a crack in the syringe barrel. Analysis of complaint data over the past two years reveal that cracked syringe barrel complaints occur at chronic low level in relation to the total volume of syringes produced. A review of our records shows that no other incidents have been recorded for this condition and product lot number.